Manufacturer narrative:
(B)(4). Correction: device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issue and stent elongation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 90% stenosed, moderately calcified, mid superficial femoral artery. The lesion was pre-dilated and a 5.0x100mm supera stent delivery system was advanced to the lesion and deployment was attempted. When the sheath was removed, the stent was trapped in it. The sheath and the stent were removed as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.